Event description:
Complainant alleged that the clinicians were setting up the device in the cardiac operating room in the preparation for patient treatment, when they found that the device was unable to discharge. The clinician was able to obtain another device to treat the patient. There was no adverse effect on the patient as a result of the reported malfunction.